Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient inserted the sensor into the leg, which is off-label usage, on (B)(6) 2019. They stated on (B)(6) 2019, they removed the sensor due to discomfort. The patient felt pain where the sensor had been inserted and went to the hospital on (B)(6) 2019 to have an x-ray image done. At the time of contact, the patient was still at the hospital waiting for an x-ray. No product was returned for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.